Event description:
It was reported that the customer went to the urgent care with a blood glucose (bg) level of 556 mg/dl and dizziness. Cause of elevated bg was unknown. Customer gave a manual injection to address bg. At urgent care customer was treated with a manual injection and given water. Recommendation was made to consult with a healthcare provider regarding diabetes management.